Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's boyfriend that the customer had a button error alarm on the insulin pump. Customer treated with a manual injection. Customer was drinking and it was possible that a button was pushed for a long time. Customer changed the battery but the controls do not function on the pump. Customer got to set/time date but it is blocking them out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump up arrow button did not respond due to corroded keypad trace. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.